Event description:
Customer called to report that after replacing the glucose sensor and priming the cups of the unicel dxc 600 synchron system, the cup module became disabled. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting, during which customer observed a leak. The cts instructed customer to drain and clean the cup. The cts determined that customer had improperly installed the sensor and instructed customer on proper sensor installation. The cts then advised customer to remove and reinstall the glucose sensor, which resolved the leak issue. The cts instructed customer to prime the instrument to ensure that no further leaking was present and that the instrument was functioning properly.

Manufacturer narrative:
The cause of the issue is attributed to user error when customer improperly installed the sensor, and resolved with the troubleshooting guidance provided by the cts. Customer has not called back to report any further issues relating to this event. (B)(4).